Event description:
It was reported that the patient has developed sleep apnea. Per the physician, the cause of the sleep apnea is unknown. Otolaryngology evaluation did not identify a structural cause for the sleep apnea. Diagnostics were noted to be within normal limits. No additional relevant information has been received to date.